Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, the bander was set up correctly and the first band was attempted to be deployed; however, the band did not deploy as normal as it was deployed early. The procedure was successfully completed with a non-bsc device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.